Event description:
Patient was implanted with an eon ipg and lead in 2007. The patient developed an infection near the lead incision site. The ipg and lead were explanted 6 days later. The surgeon stated he does not feel that the devices caused the infection. The hospital sent the explanted devices to a laboratory for bacterial analysis, so they will not be sent to ans for evaluation.

Manufacturer narrative:
Method: additionally, device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. Conclusion: device was sent by the physician to a laboratory for analysis and will not be returned to ans for evaluation.